Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the caller said the patient had a full hysterectomy surgery on (B)(6) 2025 and the patient was uncertain if stimulator therapy was turned off, but after surgery, the patient started getting a por message on their patient programmer. The caller reproduced the message on the call and discovered a warning por. Technical services explained the message and suggested clearing the message with the clinician programmer. The caller said they did not have access to the programmer and the caller requested a manufacturer rep. Technical services transferred the caller to the national answering service. The agent added that after the patient came back from surgery, they were having issues when they tried to connect to their ins with their programmer, so they reported to medical at the prison they were in.